Event description:
It was reported that when using the bd pyxis¿ cii safe es user recently changed her password and was now unable to log into ciisafe. The customer was still able to log into the medstations without any issue. After entering her username and password in ciisafe, an error message displayed username or password was incorrect. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the user was unable to log in after changing new password. A technical support specialist explained that when ciisafe first showed disconnected mode and identify any changes around that time, including proxy or network modifications. Confirm es integration settings use https (hypertext transfer protocol) with the correct fqdn (fully qualified domain name) and verify communication by pinging the es server url/port. Check iis to ensure the pyxis platform services api (application programming interface) and rabbitmq are running with matching port bindings. Validate the es server ssl certificate and ensure it is trusted, valid, and matches the fqdn; install it on ciisafe if needed. Restart services as required and document any proxy settings found. The tss identified that station was in a disconnected mode, extracted the required certificates from the enterprise server, and imported them into station. Station subsequently returned to a connected mode and operated normally. The system functioned as intended after the technical support specialist troubleshot the device.